Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the lifestent solo vascular stent system products that are cleared in the us. The 510 k number and pro code for the lifestent solo vascular stent system products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the returned sample was found with a kink at the proximal end, and during evaluation testing the system compatible 0.035" guidewire got stuck at the kink when inserted from both ends. The investigation leads to confirmed result for kink and failure to advance. A manufacturing related issue could not be found. A 0.014" guidewire and a 0.035" guidewire got stuck, the system was flushed, and damages were not found on the delivery system prior to use. Based on the investigation of the provided information, the investigation is closed as confirmed for catheter kink and failure to advance. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instruction for use state: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.' Under guidewire compatibility the instruction for use state: '0.035 inch (0.89 mm) (recommended) or less'. Regarding flushing the IFU state: 'flush the inner lumen of the stent system with heparinized normal saline prior to use.' And 'during system flushing, observe that saline exits at the catheter tip.' The instruction for use further state: 'do not rotate the grip while extracting stent system from tray. (...) Keep the device as straight as possible following removal from the packaging and while inserted in the patient.'h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using the lifestent solo vascular stent in the ipsilateral superficial femoral artery. During the procedure, the wire allegedly failed to insert into the catheter, but it got caught and could not be passed through. The procedure was completed by using another device. There was no reported patient injury.